Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that they experienced high blood glucose of 404 mg/dl and treated with bolus. Troubleshooting was done. The insulin did exit during prime. The customer stated that they had bent cannula. The insulin pump will not be returned for analysis.